Event description:
It was reported that occlusion alarms occurred. There was no reported information on whether this issue affected the customer¿s blood glucose level. Technical support instructed the caller to perform various troubleshooting steps, but the occlusion alarms persisted. Ultimately, technical support assisted the caller in filling and loading a new cartridge, and the customer changed supplies as necessary, resuming their insulin therapy afterward.